Manufacturer narrative:
The smiths medical cadd-solis vip pump was returned in good physical condition. There was evidence in the event log of the cassette not attached error. The issue was able to be replicated during testing. It was found that a faulty downstream occlusion sensor(dso) was the root cause alarms. The dso sensor will be replaced.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump had a cassette not attached error. There were no reported adverse events.